Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific right ventricular (rv) lead exhibited high out of range shock impedance (greater than 200 ohms) and failure to capture. The device remains implanted. No adverse patient effects were reported.